Event description:
Additional information was received that the patient underwent surgical intervention to explant and replace the ipg, which addressed the issue.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg prematurely depleted. Surgical intervention may occur to address the issue.